Event description:
Related manufacturer reference number: 2017865-2025-14503. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, and x ray confirmed dislodgement on the right ventricular (rv) lead, failure to capture was also noted on the left ventricular (lv) lead. The physician elected to reposition the rv lead and make programming changes of the lv lead. The patient was in stable condition.